Event description:
Healthcare professional reported "received a fractured implant out of the box". Device not implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, d1, d2, d4, d9, g1, g4, h3, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, voids, crease fold. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings or issues related to broken device were observed.

Manufacturer narrative:
The reason for device not used for surgery: "fractured implant out of the box". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "received a fractured implant out of the box". Device not implanted.